Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 30 mg/ml, prialt 25 mcg/ml, sufenta 175 mcg/ml, and clonidine 900 mcg/ml, doses not reported via an implantable pump. The indications for use were spinal tumors and spinal pain. On (B)(6) 2020 the healthcare provider reported that the patient was in for a refill today and upon interrogating the pump they noted a message stating that the pump had been stopped for a duration exceeding 48 hours. The pump logs showed a motor stall on (B)(6) 2020 and the healthcare provider confirmed with the patient that he had an MRI on that date. The pump logs show a motor stall recovery today at the time of the pump interrogation. No patient symptoms and no further complications were reported or anticipated.